Event description:
It was reported that an unknown error occurred. There was no patient involvement.

Manufacturer narrative:
B3: unknown event date; no information has been provided to date. E1 initial reporter address 1:(B)(6). E1 initial reporter city: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, event history log (ehl) review, the customer problem was duplicated. The pump was found to have a record of error code 1610 when the pump powered on. The cause of the customer reported problem was a defective mainboard. There was no physical damage found on the device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the mainboard, and the pump passed all functional tests and performed as intended after repair.